Event description:
The needle, spring assembly, and flash chamber separated from the safety barrel in one piece prior to patient use. This allowed these parts to be pulled up as one piece up to the finger grip area by the user before the needle disconnected.